Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave over sensing was observed. Programming changes were recommended and will be performed when the patient returns to the clinic. Patient was stable.

Event description:
New information received states an asymptomatic patient received another instance of post-paced t-wave oversensing. Programming changes were recommended. No further information is available.